Manufacturer narrative:
Device evaluation completed on february 19, 2021. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 250cc breast implant had a crease/fold on the posterior view. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent breast augmentation revision with a mentor memorygel 250cc silicone prosthesis experienced right sided rupture, and bilateral ptosis post procedure. A physical examination was performed by a physician and rupture was diagnosed. An MRI examinations confirmed the rupture. As a result, patient underwent bilateral mastopexy and replacements as follow; left replaced with cat#:3502501bc, sn#: (B)(4), and right replaced with cat#:3502501bc , sn#: (B)(4) on (B)(6) 2020. This report relates to the left prosthesis.